Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that insulin pump motor error alarm. Customer was able to clear the alarm and able to rewind insulin pump. Customer stated that they performed displacement test and insulin pump did pass it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.